Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test due to encoder signal out of phase. Pump passed basic occlusion and displacement test. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 250 mg/dl. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. Displacement test was completed and passed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.